Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device housing was cracked, the bottom of the housing was torn, the triggers could not trigger oscillation and the device would not work in reverse. It was further determined that the device failed pretest for general condition, check for leakage, check proper function of the triggers, check falling out protection (steal ring), check fitting of the lids, check function of all modes and check response of on/off trigger. It was noted in the service order that the device was unable to function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.